Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not heat. Per follow up information received via mail on 30jul2024, it was reported that the device will be repaired in the hospital by medtech. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is repeated force exposure. The device was evaluated upon receipt. Visually inspected - temp out cable connector was loose. Fixed temp out cable. Passed final evaluation and est. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not heat. Per follow up information received via mail on (B)(6) 2024, it was reported that the device will be repaired in the hospital by medtech. There was no patient involvement.